Event description:
Two incidents of extravasation. No patient injury. The account wants the unit checked. Follow-up conversation with facility on 02/28/03 indicated that one patient did require plastic surgery and the second patient was less severe. Both patients did recover fully.